Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the cable lock on the device plug was broken off. Bench testing found continuity tests ok, no intermittent connection found when cable was bent or manipulated, connections were not shorting out between themselves.

Event description:
It was reported a clip was missing on black part to hold cable into pacing box. The cable was returned for evaluation. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.